Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin flow blocked alarm. The customer¿s blood glucose was 434 mg/dl. The customer was treated with manual injection of 2 units. Customer reports event was resolved by changing complete set. The customer declined troubleshooting for high blood glucose. The insulin pump was not returned for analysis.